Event description:
The case started as expected and a handpiece was set up and used to start. After cutting for 10 seconds it failed and was disposed of. I set up a second handpiece and it never worked. No high pitch sound nothing. I tried everything I could think of and I could not get it to work for even a 10 second test. A third handpiece was used and it cut for almost one minute before it gave out and would not cut anymore. A 4th handpiece was used and cut for over three minutes and the case was a success in the end. This was a new six pack that had just arrived a couple days before.

Manufacturer narrative:
Date: (B)(4) 2012: MDR flowchart completed, not reportable. Date: (B)(6) 2013: complaint closed. Date: (B)(6) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: the unit had made pt contact and was not received for evaluation. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 18712-06 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 5 units that stopped working. Failure possibly due to an electrode breaking. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint.